Manufacturer narrative:
Health effect impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture" diagnosed by MRI. Device has been explanted and replaced with a non-allergan device. This relates to the left side

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken is found with the following conditions: striated edge on radius and sharp edge on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions striated edge on radius assessed as surgical damage and sharp edge on the posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reported "implant rupture" diagnosed by MRI. Device has been explanted and replaced with a non-allergan device. This relates to the left side.